Manufacturer narrative:
Product complaint # (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. This device was returned due to a broken needle. No additional information was provided.